Event description:
Spontaneous call from the pt who reports that since she has started using the bd pen needles that she has had same difficulty detaching her pen needles from the tymlos pen. We no longer carry any other brand pen needle than bd and the novantis brand. Pt states that her pen needle is stuck on her tymlos pen and she cannot take it off. No add'l info provided. Unk if any doses were missed or any adverse event occurred, per event. Needle is on hand stuck to the tymlos pen. Reported to (B)(6) by pt/caregiver.